Event description:
New information received notes that the inappropriate hvr with noise pattern on both atrial and ventricle leads was suspected to be due to possible lead damage rather than external emi. No intervention was performed. The patient is still in stable conditions and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the pulse generator and both right atrial and ventricular leads exhibited noise. It was suspected that the noise was caused by external emi. No intervention was performed. The patient was stable.